Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm/occlusion - unknown timing not confirmed. Device was connected to a test transmitter/sensor and monitored without any connection interruptions. Device and test sensor/transmitter calibrated successfully. P-cap/reservoir locked properly in place. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl. Customer stated that insulin pump had insulin flow block alarm and then insulin exited. Customer stated that reservoir lip ring was broken, plastic part missing and still reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer stated that blood at site. The insulin pump will be returned for analysis.